Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a damaged battery door, peeled dso seal, and a damaged uso seal. A review of the event history log revealed the following high alarms, 'upstream occlusion', 'air in-line detected', 'downstream occlusion', and 'cassette not attached properly'. Functional testing was unable to duplicate the reported problem; however, the ehl was able to verify it. As a preventative measure the dso sensor, air detector, and the uso sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would not detect the cassette. There was no patient involvement and no harm/adverse event was reported.